Event description:
It was reported that during the implant attempt the device was unable to be interrogated. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The confirmed high current drain is the result of leakage current internal to the tantalum capacitor c1.